Event description:
The lawyer of the patient reported: on (B)(6) 2012 the patient came again to the same structure to undergo the right coxo-femoral joint prosthetic replacement (abg ii mod). A few years after the last surgery was performed, in 2019, the patient began to have pain in her right hip, knee and right shoulder. In particular, as part of the assessments performed on the patient for the monitoring of biological concentrations of exposure to chromium and cobalt in patients undergoing prosthetic joint replacement (as is known, the implanted prosthesis was found to be defective due to of the release of metal ions resulting from the friction between the different components, so much so that the recall procedure was necessary), starting from (B)(6) 2019 a severe increase in serum chromium, urinary chromium, urinary cobalt and plasma creatinine was found, although initially not accompanied by onset of impairments of the neurological and cardiological apparatus. In subsequent checks, however, alongside a substantial worsening of the concentration of metal ions, criticalities of the cardiovascular system (hypertensive heart disease in atrial fibrillation in nao), hyperuricemia, hyperthyroidism and chronic kidney disease of stage iii emerged.

Manufacturer narrative:
Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra (B)(4). An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. Not returned to the manufacturer.